Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming viscous fluid control (vfc) port connector was replaced to resolve the issue. Unrelated to the reported event, the company representative also replaced the tabletop and auxiliary illuminators, and the footswitch cable. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming viscous fluid control (vfc) port connector. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented with viscous fluid control port hissing. Procedure details and patient impact have not been provided. No further information can be obtained for this complaint.